Manufacturer narrative:
Initial reporter's email address: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported auto prime feed was completed, then they pressed and held feed (expressed breast milk) then pressed done. After auto prime was complete there was air in the line, approximately one inch. Then they pressed and held hold to prime to get feed to the end of the line. They lost 4 inches approximately of breast milk to expel the one inch air prior to connecting to the peg. The feed went through well otherwise after. Feed rate 200 and feed vol 210mls. The pump did not alarm or detect air on this occasion. This was only one experience, however, they have had multiple experiences of air lock with the 3-in1 set prior to this. This issue has occurred from when the baby was two months old. It has occurred at home and on the go with the pump bag. The patient has been in a lying down position when the issues have occurred. It has happened during both night time and day time feeds. Neither the ng/peg were kinked. The ng is size 6 french and the peg was started on 22.12.2023. The pump was running on feed only at the time, no medications had been delivered.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used and twenty-one unused and unopened samples were received for the investigation. All samples were visually inspected with no defects found. The unused and unopened samples were functionally tested, and two samples failed. The reported condition was confirmed. A corrective and preventative action has been opened to further investigate this issue. This complaint will be used for tracking and trending purposes.